Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was taken to the hospital due to a blood glucose level of 40 mg/dl. Customer stated that he was driving, felt low, and pulled over. Customer reported that the window eventually had to be broken to remove him. The customer stated that he had experienced multiple low blood glucose events ranging from 49 mg/dl to 60 mg/dl. The customer reported that he had been trying to not over bolus. The customer also stated that the insulin pump's battery cap was not functioning properly and was due to be replaced. The insulin pump was not replaced or returned for analysis.